Event description:
During routine testing of the device at the service center, the user reported the roller pump fan failed to operate. The roller pump was originally returned for repair of "pump jam" and "overspeed" error messages when the fan failure was found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.